Event description:
N/a

Manufacturer narrative:
Ventricular catheter was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information. Catheter remains implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a ventricular catheter broke after 1 year of implantation. Catheter was implanted on (B)(6) 2022 and in a follow-up visit, the MRI showed an increase of ventricular volume. An additional intervention was performed as the surgeon thought it was a disconnection of catheter from valve. When opening, he noticed that the catheter broke. One part remained in the patient in intraventricular position as is impossible to remove it. The patient is a child.